Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating surgical intervention took place where the leads were explanted to address the issue. The patient was also given oral antibiotics. It is unknown if the infection has resolved, but the manufacture representative will not be receiving further updates regarding the status of the infection.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient was seen by the provider for a lead pull. Upon observation the patient had a superficial infection at the lead site. The patient was placed on oral keflex. Surgical intervention may take place at a future date to address the issue. It is unknown the status of the infection.

Manufacturer narrative:
Date of event estimated.